Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During the evaluation, the device turned off five (5) times. The cause of the failure was a faulty board. The visual inspection of the returned device found no abnormality in appearance. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the power turned off on the high insufflation unit during an unknown therapeutic procedure. The procedure was completed with the same equipment. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and of the event in section b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty main board could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The intraoperative procedure was delayed by five minutes.